Event description:
Customer called to report the pump did not have an audible tone. It was stated that the unit had an alarm message but it was not noticed until the hi bgs reading. Troubleshooting was performed. The audible tone could not be heard. Customer denied unit was dropped, bumped, or exposed to moisture recently.